Event description:
It was reported that during a rotator cut repair, when the anchor was being stripped in, it broke inside the patient but all the pieces were extracted. The procedure was successfully completed without delay using a back-up device but it required extra bone holes. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2, h3, h6. The reported 5.5 twinfix ultra ti anchor assembly¿s (2), used in treatment, have been returned for evaluation. Visual assessment showed no suture or anchors remain attached to the inserters. Only one anchor was returned for examination. The anchors is heavily soiled with human matter, the anchor is damaged at its proximal end were it interfaces with the inserter. Examination of the inserters distal tip showed the flats of the square driver that interface with the anchor are deformed. The condition of the devices indicate they were subjected to excessive force during use. An exact root cause cannot be determined with confidence with the limited clinical details provided; however, factors that could have contributed to the reported event include: not preparing the insertion site with the recommended prep device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.